Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The introducer came apart between the haemostatic valve and the 5 fr sheath while being removed from the patient, covering the staff in blood. The introducer had been partially withdrawn in readiness for a tr band to be applied when the two parts separated. Both parts were able to be held and pulled out. According to the initial reporter, the patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, instructions for use(IFU), manufacturer instructions(mi), quality control(qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. Upon visual inspection of the returned complaint device, the flare appeared to have some wrinkling from being pulled from the cap. Also, there was some stretching of the flare from being pulled from the cap with damage to the sheath shaft. Ml are in place to verify for flaring and attaching the proximal fittings. Additionally, it lists things to look for when determining if the flare is appropriately sized, even, and concentric and a drawing that shows an acceptable flare. Per qc final inspection for ansel flexor check-flo introducer, requires 100% inspection to confirm correct fittings and shrink tube on dilators, sheath check-flo proximal fitting and that it is securely glued. Disc in check-flo assembly must be correctly placed, clean and free of foreign debris. The instructions for use, t_kcfnra_rev1, lists instructions for removal of the sheath, which includes, "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Measures have previously been initiated to address this issue. Based on the evaluation of the returned sheath, it is likely that the sheath experienced forces beyond it's intended design. The appropriate personnel have been notified and we will continue to monitor for similar complaints.

Event description:
The introducer came apart between the haemostatic valve and the 5 fr sheath while being removed from the patient, covering the staff in blood. The introducer had been partially withdrawn in readiness for a tr band to be applied when the two parts separated. Both parts were able to be held and pulled out. According to the initial reporter, the patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.